Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: once the anastomosis was made, the staple line was confirmed as complete. One day post-operatively bleeding more than 100ml was noted at the staple line and the patient was re-operated. The bleeding was controlled by suturing. No blood transfusion was necessary. The patient is in well current condition.